Event description:
It was reported that the patient presented in the clinic due to dizziness and arrhythmia episodes. Upon interrogation, the pacemaker exhibited no lv output. No intervention was made. The patient was stable.